Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. The last successful recharging session was 1 to 2 months prior to this report. A communication problem was reported. The patient kept getting the poor communication screen with the patient programmer. The patient could not wait to see a manufacturer representative because he was going to florida for 2-3 months. The patient needed to meet to get his device jump started. It was stated that the patient¿s left leg was numb because the therapy was not working. This symptom was reported to have occurred on (B)(6) 2014. The patient did not have a current healthcare provider (hcp). Follow-up was performed but the patient letter was returned to the manufacturer. A phone call was requested to be made to the patient for a further follow-up attempt. This event will be updated if additional information is received. Additional information: it was reported that the patient wanted to undergo a physician mode recharge (pmr) so they could use their therapy again. The therapy had turned off. The patient's stimulation was off. The patient was sent a new recharger but it was not ¿coded¿ to their implant. The patient¿s device was in ¿sleep mode¿. Additional information: it was reported that the patient was still in overdischarge. The patient had not been called back by their doctor. The patient thought the doctor was supposed to call them. Additional information: information was reported that a patient had an overdischarge, but could not remember when this event occurred. Patient said the ins stopped charging and multiple manufacturing representatives (rep) tried to "boot it up", but they were not able to get it "booted up", so it was surgically replaced with a non-rechargeable device. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had their implantable neurostimulator (ins) replaced. Patient stated their implant did not charge. [Please refer to (B)(4) - ground fault removal and (B)(4) - fall affected system].